Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2016, a reporter contacted animas alleging that a patient had a hyperglycemic event on (B)(6) 2016 while on the pump. The reporter stated that the patient had a blood glucose of 550 mg/dl with no symptoms of hyperglycemia. The patient did not receive any treatment above and beyond the normal course of diabetes management. The patient remained on the pump at the time of the call. The reporter stated that there was an issue with the pump's suspend feature that contributed to the alleged hyperglycemic event. This complaint is being reported due to the allegation that an issue with the patient's use of the pump's suspend feature caused or contributed to a hyperglycemic event.

Manufacturer narrative:
Follow-up #1: date of submission 10/19/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: a review of the pump history showed that the pump was manually suspended on the event date at 23:46 and manually resumed at 00:04. The pump powered on normally with no issues. The pump was exercised for 24 hours with no self-suspending observed. The pump was able to be manually suspended and manually resumed with no issues. The suspend was correctly recorded in the pump history. All keypad buttons were found to be responsive to user input. No hypersensitive keys were observed. The total daily doses of insulin added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. No delivery interruptions or alarms occurred during the investigation.